Event description:
A healthcare professional reported that, during intraocular lens (iol) implantation surgery, the haptic broke during injection. Additional information was received stating that the surgery was completed by replacing the lens with new iol. There was patient contact with no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).